Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was found broken through CT scan one week after implantation. The physician conducted a revision procedure and changed with another of the same device. There was no delay and no adverse consequences reported.

Manufacturer narrative:
The valve (ID 823832) was returned for evaluation: review of the history device records for the product code 82-3832 with lot 4739852, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; the siphon guard was returned separate from the valve, the silicone housing cut/torn along the siphon guard, marks were noted in the siphon guard. The complaint is confirmed. The root cause for the issue reported by the customer could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard.